Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the femoral artery (side not reported) in a 55-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage d shock. During a pump replacement procedure, the new impella cp device (the device being reported) was unable to generate adequate support, with maximum flows not exceeding approximately 0.7 liters per minute, despite confirmation of appropriate device position. Based on the inadequate performance, the implanting physician elected to replace the device during the same procedure. Following replacement, the subsequent impella cp device initiated without issue, delivering appropriate support. The patient was successfully returned to the intensive care unit with the functioning pump in place. The device will be conservatively reported for serious injury due to support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed.

Manufacturer narrative:
This follow-up MDR is being submitted to correct information provided in a previously submitted MDR. Additional information was received confirming that the device will not be returned to the manufacturer for investigation.

Manufacturer narrative:
Additional information indicates that the device is available and is processing for return. Correction. D4 catalog number and d4 serial number were updated, corrected accordingly.

Manufacturer narrative:
Additional information received noted an incorrect device appears to may have been returned for the investigation. Follow-up is being conducted regarding the status of return for the device represented in the complaint. Note: d9 for device available and date device returned to manufacturer will remain unpopulated.